Manufacturer narrative:
Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.

Event description:
Impella cp was inserted via right femoral artery access in a 68-year-old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient was on an iabp prior to support. There was a small hematoma noted after exchanging the iabp for the impella cp at the access site. It resolved with manual pressure. The device functioned within range for the given p level. P-9 3.3l/min. The patient was successfully weaned and explanted.